Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the customer reported complaint. Isi reviewed the site's system logs for the reported procedure date and found that the last two installations of the instrument resulted in low rom homing failures, which resulted in the jaws becoming clamped shut. The instrument was received with a reload installed and the jaws were stuck, suggesting that the site may have used the stapler release key (srk) to unclamp the instrument's jaws. Prior to the homing failures, the instrument had fired two reloads, but in the process had 32 incomplete clamps in 34 attempts. It is possible that the excessive number of clamps increased the friction on the clamp mechanism that contributed to the homing failures experienced by the site. The instrument was installed on an in-house system and passed initialization. Investigations also found that a broken piece of the stapler srk was lodged in hole 1 of the instrument. It was concluded that the broken piece of srk inside of the instrument was due to mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside of the stapler 45 instrument during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the calibration sequence of the endowrist stapler 45 instrument, the system faulted and the jaw of the instrument would not open. There was no report of any patient harm, adverse outcome or injury.